Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 04-oct-2003, UDI #: (B)(4), implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2019, it was reported that the patient's catheter was damaged. The patient complained to their hcp on (B)(6) 2019 about headaches. The hcp had evaluated the pump/catheter using fluoro on (B)(6) 2019 and determined that there was an issue with the catheter. Under fluoro, it looked like the catheter was "separated/cut/fractured" in the pocket area. They were reportedly thinking that the surgeon that replaced the patient's pump on (B)(6) 2019 may have accidentally cut/nicked the catheter during the procedure. The patient was scheduled to have a catheter revision on (B)(6) 2019; however, the hcp had a hard time stabilizing the patient on the table because the patient was hypertensive. The revision was cancelled for the day and would take place when the patient was more stable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-apr-18. It was reported that the catheter revision occurred last week on (B)(6) 2019. The catheter was cut about 3 beyond the sutureless connector (sc). Ultimately, the catheter was replaced. The old spine segment was left in the back but was ligated with a suture. The new catheter aspirated perfectly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-apr-23. It was reported that the patient was doing well.